Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that a double beep no cassette alarm occurred during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: no manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. No disposable was found in event history log. The reported complaint was not duplicated. The device was plugged with a test cassette and powered up for ten minutes. There was no double beeping. The battery loss alarm test was performed and passed. However, found event log with multiple "no disposable.". The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace down stream occlusion sensor.